Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. "Avoid submerging your pump in fluid beyond a depth of 0.91 meters (3 feet) or for more than 30 minutes (ipx7 rating)."

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump battery could not be charged. Reportedly, the customer submerged the pump in water. The customer¿s blood glucose was 108-180 mg/dl. The customer reverted to manual injections for insulin therapy.